Manufacturer narrative:
(B)(4).

Event description:
It was reported that a personal therapy manager (ptm) did not upload information and the pump refill date was not accurate. This was resolved by decoupling/recoupling the ptm from the pump and re-updating the pump with the ptm. No patient symptoms were reported. The device system was used to deliver an unknown drug.